Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress, wire fatigue the reported events of broken pins in the power cables and the driveline release button being stuck were confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). Upon arrival of the controller, it was noted that pin 4 (voltage signal) of the black power cable was missing, and a broken pin from either a power module or mobile power unit was stuck in position 5 (communication signal) of the white power cable. It was also noted that there was a fluid substance within the driveline bulkhead assembly, and the driveline release button was difficult to fully depress. The stuck pin in the white power cable was then removed, and functional testing was then completed. Aside from the issue with the driveline release button, the controller was found to perform as intended and was able to support a mock circulatory loop without issue. The missing pin in the black power cable did not impact the functionality of the controller, as it is designed with two redundant voltage signals. Following removal of the controller's back cover, fluid ingress was observed within the power cables and throughout the interior of the controller. This fluid ingress covered the driveline bulkhead assembly and hardened, which resulted in the increased resistance when attempting to press the driveline release button. The downloaded log file from the returned controller contained approximately 80 minutes of relevant information (23:13:20 to 23:49:42 on 05feb2000 and 12:45:43 to 13:29:34 on 27jul2023). At the onset of the log file, the clock of the controller was not properly set and had the default timestamp of the year 2000. The clock was then synchronized properly at 12:24:42 on 27jul2023. The controller maintained a speed above the low speed limit without issue while the driveline was connected, and no other notable events were observed. The driveline was disconnected at 13:28:50 on 27jul2023, which is consistent with the controller¿s exchange. The root cause of the broken pins within the power cables could not be conclusively determined through this analysis. The root cause of the driveline release button being stuck was determined to be fluid ingress which had hardened throughout the driveline bulkhead assembly. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller's white power cable was not transmitting power, so the patient attempted to exchange their system controller at home. A power cable disconnect alarm was reported. The patient reported that the red release button was stuck and was unable to be engaged, so the driveline could not be disconnected. The patient went to the clinic where the ventricular assist device (vad) coordinator was able to get the red button engaged and the driveline disconnected. The patient's backup system controller had the same issue with the red button and a broken pin was also noted. The patient was issued new primary and backup system controllers.

Manufacturer narrative:
Related manufacturer's reference number: 2916596-2023-06383 (other system controller). Related manufacturer's reference number: 2916596-2023-06384 (modular cable). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.